Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported with a description of scratch was there on anterior on the periphery near the trailing haptic of intraocular lens (iol) additional information received and stated that, the iol is still implanted in the patients eye.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the investigation. All product history records are quality reviewed prior to product release. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).